Event description:
It is reported that during surgery, the locking ring fell out of the cup.

Manufacturer narrative:
. Evaluation summary: an attempt was made to cause the locking ring to dislodge itself from the shell, but was unsuccessful. Some biologic material is seen embedded in the fiber metal in an area near the periphery of the shell, indicating that this device was likely attempted to be implanted. With the info provided, the locking ring may have become damaged during an attempted implantation; however the cause for it to become disassembled from the shell cannot be determined with certainty. As returned, the locking ring was assembled in the shell and oriented in its intended position. The groove thickness of the shell was examined and found to be conforming to the appropriate gauge. The thickness of the locking ring was found to be conforming to print specifications, however the locking ring tabs are spread apart further than specified per print. Scratches are seen near the dome hole of the concave surface, as well as next to one of the anti-rotation tabs on the rim of the shell. No additional complaints have been received against this manufacturing lot. Should additional substantive info be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.